Manufacturer narrative:
The unit was evaluated and the reason for return : pump may have not monitored pressure properly; could not be duplicated. The unit passed all diagnostic tests, functional tests, and is fully operational. A root cause for the reported failure cannot be discerned. Further, a review into the depuy mitek complaints system revealed no other complaints for this serial number in the past. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Sales rep received an email from customer stating that report says that pump/tubing may have not monitored pressure properly and knee may have been over distended with fluid causing pain and swelling. No other information available. Device to be returned. The following additional information was received by the ees service center via phone from the sales rep on (B)(6) 2015; customer stated that they were using the wrong tubing when this happened.